Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an "engine stop." The pump and catheter were replaced. The patient felt "good." The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.